Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient recovered without permanent impairment.

Event description:
It was reported that when moving the pump from the abdominal site to the back because of weight changes on (B)(6) 2015, they noticed fluid oozing from the abdominal cavity when removing the pump from the abdominal cavity. The physician suspected an infection, so she sent for culture and requested a new pump. There were no patient symptoms associated with the event. The patient showed no signs or symptoms (s<(>&<)>s) of infection such as "pain, redness, fever, etc." A new pump segment was used. The pump was implanted in the left buttock area. The pump system was delivering morphine. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)